Event description:
It was reported this event occurred in the intensive care unit. The insertion site was the left subclavian vein and the pt was a (B)(6) old male. Three days after insertion, when the pt was lying in bed, he moved and the line of one of the lumens was pulled out of the pigtail. The event occurred in the presence of a nurse and she immediately clamped the lumen. The catheter was withdrawn and a new catheter was placed. There was no delay in treatment, no pt injury, complication or death due to this event.

Manufacturer narrative:
(B)(4).